Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) used set spiked into two sodium chloride IV bags were returned for evaluation. In addition a video was provided by the facility. The set was leak tested per specification and leakage was observed on the proximal end of the blood filter at the bonded joint. Although the reported defect was confirmed, the exact root cause was unable to be determined at this time. We will maintain this report for further references and continue to monitor other reports for similar occurrences. Review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The device involved has not been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: it was reported that during spiking, prior to use on patient, the product leaked. No injury reported.